Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a recurring stuck button alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed stuck button and unable to clear the alarm. Customer also reported that the battery has been removed and that did not resolve the issue. The insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
Unit was received with unresponsive buttons due to corroded keypad traces. Unable to perform self-test, displacement test or verify stuck button alarms due keypad anomaly. Unit failed leak test, unit leaked at a crack on the back of the case. Traces of corrosion found at the printed circuit board and battery tube. Unit was received with cracked case on the back at the battery tube area and battery tube threads. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay texture damaged. Unit was received with stained and faded serial number label.